Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer screen would not calibrate. The stylus and cursor align and were able to calibrate with no fault. The software was reloaded and updated. The programmer passed functional and systesms tests.

Event description:
It was reported that the programmer screen would not calibrate. The programmer was returned to service. No patient complications have been reported as a result of this event.